Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. "The reported device was not received in brézins for investigation because it was repair locally. However, based on feedback from the service provider, the device was out of warranty. During their assessment, the service provider identified damage to the membrane keyboard tracks due to visible oxidation on the component. For this complaint, the damage and apparent oxidation corresponds to misuse, as the failure appears linked to mishandling and inadequate upkeep. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: panel buttons do not work. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.